Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "shooting pains in breast as well as loss of sensation in nipple," "cramp feelings," "deflated/lumpy feeling at bottom of breast," and "one side felt firmer than other." Device remains implanted.